Manufacturer narrative:
(B)(4). The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial total knee arthroplasty. The patient fell a couple weeks after their 6 weeks follow up. Their fracture was reported to be an avulsion fracture and did not involve the implant. The implant remained well fixed, and no further intervention was reported. Attempts have been made, and all available information has been provided.